Manufacturer narrative:
The event date, patient weight, and date of explant are unknown. Concomitant medical products and therapy dates: model: 3788, scs ipg, therapy date: unknown, model: 3186, scs lead, therapy date: unknown. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2020-21219, reference MFR. Report #: 1627487-2020-21220. It was reported the patient had been receiving inadequate coverage. In turn, the patient's scs system was explanted and replaced with a competitor's device(s) to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2020-21219, reference MFR. Report#: 1627487-2020-21220.